Event description:
The pt had a brief infection after neurostimulator system implant. Pt symptoms and treated were not reported. The hcp reported incident was non-serious illness. A follow-up report will be submitted if additional info becomes available.